Event description:
We received info through a medwatch report indicating an optometrist (od) had 47 cases of ekc in 2008. The od reported that many of the cases involved acuvue oasys or advance lenses and opti-free replenish solution. The od was contacted and said 47 pt's in his practice had developed corneal infiltrates. Thirty pts wore acuvue oasys lenses and 3 pts wore acuvue advance lenses. Most of the infiltrates were ou and central. He said they were well defined and had a "snowflake" like appearance and they were all sterile inflammatory reactions. The infiltrates all resolved and all of the pts' resumed contact lens wear with hydrogel lenses. Four pts had cells in the anterior chamber. This report is to document the iritis in the anterior chamber of the pt identified as pt 20. The pt wore acuvue oasys lenses and used opti-free replenish solution. The pt's va od was 20/60 and os 20/25. The pt had 6 infiltrates od and 3 infiltrates os and injection od was grade 3 and os grade 1. The pt had 2+ cells in the od anterior chamber. There were no cells in the os anterior chamber. Treatment: pred forte, optive and acular. The od reported that the signs and symptoms resolved, and the pt returned to wearing hydrogel contact lenses. The ecp did not save the lenses.

Manufacturer narrative:
Labeled for single use and reuse. Device discarded, unable to follow up.